Event description:
A clinician was attempting to remove the air from a blood gas sample using the filter-pro device that is packaged in co's arterial blood gas kit. She began to expel the air when blood went past the filter and onto the ceiling. There was no blood exposure to the pt or hosp personnel.